Event description:
Report of explant of device system due to "patient had surgery that crossed field of pump and got wound infection" received per annual device tracking report. Follow up with hcp stated that patient had an ileal conduit installed and this surgery was too close to the pump site and was believed to be the source of contamination. Cultures were done and staph grew. However, treatment had already started before the culture was taken. Patient received vancomycin and infection appeared to be under control at last followup. At that time, the patient was "lost to follow up" with this hcp.